Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, an unused device of the same lot was received. The device was sealed in its original packaging. The device was opened and assembled. Visual inspection did not identify any defects, and the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set was unable to connect to an unknown product. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.